Event description:
The customer called and reported his blood glucose was 411 mg/dl because he forgot to take a bolus. After delivering the bolus, customer waited a few minutes, his blood glucose was 394 mg/dl and 5 minutes later he received a calibration error. Customer was advised not to calibrate while blood glucose was moving rapidly and that after a bolus was not an optimal time to do so. Customer stated he would monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.